Manufacturer narrative:
Additional information: as the device could not be advanced across the lesion and not positioned for deployment due to the stent strut deformation, no attempt was made to deploy the stent. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: no issues were noted during removal of the device from the hoop/tray. The device entered the patient; however, it could not pass through the lesion due to lifted/deformed stent struts. It was later reported that stent strut deformation/lifting was observed during the procedure. This was not reported as confirmed stent malapposition after deployment. The deformation was identified while attempting to advance the device through the lesion. The stent was not fully deployed within the lesion. Some resistance was encountered and limited additional force was applied; however, the device still could not cross the lesion and was subsequently removed from the patient. The physician completed the procedure using a replacement device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one onyx trucor coronary drug eluting stent, the stent strut was observed to be positioned significantly above its intended anatomical location, indicating possible malapposition relative to the vessel wall. The device was not inspected prior to use. Negative prep was not performed. The lesion being treated was a mildly calcified lesion located in the mid right coronary artery (rca). No patient complications were reported as a result of this event.